Event description:
Information received that the brakes were not working. When brakes engaged it does not lock on head section. No injury reported.

Manufacturer narrative:
Technician located stretcher in empty room. Issue: brakes not working. When brakes engaged it does not lock on head section. Replaced brake casters to resolve this issue.